Event description:
(B)(6) 2004: the patient presented with lumbar degenerative disc disease l4-5. The patient underwent arthrodesis posterior interbody l4-5, posterior non-segmental instrumentation l4-5, posterolateral arthrodesis l4-5, fluoroscopy up to one hour, autograft. Anterior arthrodesis: doctor implanted cage packed with autograft and packed the cage on contralateral side. Doctor implanted two screws on 4-5 right side and 4-5 left side. Posterolateral arthrodesis: doctor placed a ¼-inch rod under compression and in the lateral gutters placed a local bone graft and rhbmp-2 soaked sponge. (B)(6) 2007: the patient presented with CT scan of lumbar spine. Impression: l4-5 spinal fixation. There are severe hypertrophic degenerative facet changes at the above and below levels. These contribute to neural foraminal stenosis, particularly at the l5-s1 level bilaterally. There is also severe bilateral l4-5 neural forminal stenosis. The spinal canal is not accurately assessed due to presence of beam hardening artifact from spinal fixation hardware. (B)(6) 2007: the patient presented with pain low lumbar, right side predominant, achy in nature and activity generated. Impression: juxta fusion transitional discopathy at 5/1. (B)(6) 2007: the patient presented with chief complaint of juxtafusion discopathy. Impression: juxtafusion discopathy l5-s1, retained hardware l4-l5. (B)(6) 2007: the patient presented pre-op diagnosis of retained hardware l4-5 and degenerative disc disease l5-s1. The patient underwent arthrodesis posterior interbody and a peek cage l5-s1; application of intervertebral device; posterior non-segmental instrumentation, posterolateral arthrodesis rhbmp-2 l5-s1; autograft; hardware removal, nonsegmental l4-5. According to op notes, the patient was implanted with peek cage packed with rhbmp-2 along with rhbmp-2 anterior to the cage, and bone graft all around the cage. (B)(6) 2007: the patient presented with numbness in right foot. Impression: status post hardware removal at l4-5 with tlif at l5/s1 (B)(6) 2007: the patient presented with pain extending into right buttocks. Impression: sclera dermal radiation from her lumbar fusion (B)(6) 2008: the patient presented with right leg pain, knee scope pain. Impression: status post tlif 12 months out (B)(6) 2008: the patient presented with CT myelogram of lumbar spine. Impression: apparently displaced disc space cage at l5-s1, with associated erosion of the portion of the l5 vertebral body, with the portion of the disc space cage extending into this defect; mild spinal canal stenosis at l2-l3 and l3-l4 related to degenerative disc disease; bilateral neural foraminal narrowing at l2-l3; solid interbody fusion at l4-l5. (B)(6) 2008: the patient presented with lumbar myelogram. Impression: several areas of narrowing of contrast possible due to degenerative change, disc bulging and osteophytic change. (B)(6) 2008: the patient presented with right leg pain. (B)(6) 2008: the patient presented with chief complaint of right lower extremity radiculopathy. The patient underwent lumbar revision/ decompression of right l5-s1 nerve; hardware, non-segmental removal, l5-s1; reinsertion of fixation, l5-s1. Arthrodesis, posterior interbody l4-5; intravertebral device, peek cage, l5-s1. Doctor found the right l5-s1 screw on the right to be loose, l5-s1 foramen. Doctor performed facetectomy on the left side and then placed a single peek cage packed with rhbmp-2 on the interbody. (B)(6) 2008: the patient presented reporting leg pain. Patient reported that the wound is draining. Status post revision with subsequent deep wound infection. (B)(6) 2008: the patient underwent sp PICC line placement. Impression: successful PICC line placement. (B)(6) 2008: the patient presented with pre-op diagnosis of deep wound infection. The patient underwent lumbar decompression and fusion; underwent a revision foraminotomy; underwent a lumbar wound I and d; underwent a second lumbar wound I and d and closure. Patient has minimal pain. (B)(6) 2008: the patient presented with pre-op diagnosis of deep bone marrow wound infection. The patient underwent lumbar wound incision and drainage. This is #2, with closure. (B)(6) 2008: the patient presented with minimal pain no radiculopathy. Patient has drainage from her lumbar wound. (B)(6) 2008: the patient presented pre-op diagnosis of deep lumbar wound infection. The patient underwent I and d lumbar wound vacuum assisted closure placement. (B)(6) 2008: no patient complications as per progress notes. (B)(6) 2008: the patient has no leg pain and no radiculopathy. (B)(6) 2008: the patient presented with x-ray for lumbar spine. Impression: post-surgical fusion changes at l5-s1 with multilevel de generative disc and degenerative facet arthritis. No acute abnormality evident. (B)(6) 2008: patient has muscle tightness in her back, but no particular back pain. No patient complications as per progressive notes. (B)(6) 2008: the patient presented with x-ray for lumbar spine. Impression: moderately severe degenerative arthritic changes of the lumbar spine; no fracture. (B)(6) 2008: the patient presented with radiculopathy and stated that patient has intermittent numbness of foot, but no pain. Patient has fairly significant degenerative changes at 3-4 with vacuum phenomena and spurring. (B)(6) 2010: the patient complaints of low back pain into the right s1 area. It is aggravated by sitting, prolong sitting causes her increased discomfort. (B)(6) 2010: the patient presented with MRI lumbar spine. Impression: moderately severe spinal stenosis at l3-l4 from multifactorial disease; moderate spinal stenosis at l2-l3 from multifactorial disease; advanced degenerative disc disease at l2-l3 and l3-l4 above a three-level fusion; mild residual spinal stenosis at the fused l4-l5 level; mild left l2-l3 neural foraminal encroachment from a far lateral disc bulge. (B)(6) 2010: the patient presented with low back pain, buttocks pain, no leg pain. Assessment: lumbar degenerative disc disease with stenosis severe. Moderate 3-4. (B)(6) 2011: the patient presented with pre-op diagnosis of lumbar stenosis, lumbar degenerative disk disease, and lumbar instability. The patient underwent arthrodesis posterior interbody, l2-l3; arthrodesis posterior interbody, l3-l4; application of intervertebral disk device, peek cage with rhbmp-2, l2-l3; application of intervertebral disk device, peek cage with rhbmp-2, l3-l4; arthrodesis posterolateral, l2-l3, arthrodesis posterolateral, l3-l4; posterior segmental instrumentation using peek l2, l3, l4; autograft morsellized, same incision, epidural catheter placement,l1. Peek cages packed with rhbmp-2 were applied at both levels, and quite a bit of bone graft was placed between the 2 cages at l3-l4. Screws, titanium, into the pedicles and into the body at l2, l3 and l4. A peek rod was placed between all the screws. (B)(6) 2011: the patient presented with x-rays of lumbar spine. No sign of tumor, infection or hematoma. Impression: status post l2-3, 3-4 fusion for leg pain. (B)(6) 2011: the patient presented with x-rays of thoracic spine and cervical spine. Assessment: arthritic changes of the cervical spine, thoracic spine causing arthritis; cervical nerve impingement; cervical and thoracic muscle spasms. (B)(6) 2011: the patient presented with x-rays of lumbar spine. Impression: lumbar stenosis, lumbar degenerative disc disease status post decompression stabilization. (B)(6) 2013: the patient presented with x-ray and her chief complaint is left lumbar pain just to the side of her wound. Impression: thoracolumbar radiculopathy

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.